Manufacturer narrative:
(B)(4). Batch #: v95c2x. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy procedure that the instrument would not open due to torquing on the shaft while between the ribs. Then later in the case the grey joint that connects the jaws to the shaft broke. No fragments were generated. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: v95c2x. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy procedure that the instrument would not open due to torquing on the shaft while between the ribs. Then later in the case the grey joint that connects the jaws to the shaft broke. No fragments were generated. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 2/25/2022 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was returned with the distal guide weld broken. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The damage to the distal guide was not enough to prevent the jaws to open and close as expected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4)date sent: 3/3/2022additional information was requested and the following was obtained:an internal rapid response call was held on (B)(6) 2022 to include post market surveillance, customer quality, quality engineering, sales, medical, medical safety, marketing, design engineering, and local associates to discuss the enseal issues customers have been experiencing. The first issue is when the surgeon applies a lot of leverage to the jaws when using the device for dissecting and sweeping of the tissue, the gray piece (distal guide) either loosens/bends or breaks altogether. The rep has seen it break in routine procedures. The rep said that it does not seem like they are abusing the device. Several of these devices have been returned. This damaged jaw/distal guide has been seen since the re-launch and currently has a (B)(4)% complaint rate. Due to the failures seen after the launch, the distal guide band has been improved to address these failures. The engineering team went through the changes that have been made to increase the strength of the device in that area. This was a mitigation and not an elimination of the failure. All 5 lot numbers of the returned devices were post change and they did fail in a similar manner as the pre-change devices. Globally the occurrence of this has decreased significantly (approximately 26/month to 2-4/month). Engineering did note that the advantage to this plastic piece is that it helps keep the thermal temperature of the device lower. Another issue experienced is with thoracic surgeons. They do a lot of advanced vats cases, and they don¿t always use trocars. When they insert the device without one and when they are torqueing on the shaft heavily while reaching upwards, they can clamp and apply energy. Afterwards, they cannot reopen the jaws. The field team will continue to provide feedback as they continue to coach the surgeons.